Event description:
During a hip arthroscopy procedure, (B)(6) using a dyonics rf-s whirlwing 90 degrees probe, the screen at the distal end of the probe reportedly detached within the tissue outside the pt's hip joint. The device fragment was not retrieved from the pt's hip. The detachment reportedly caused a delay in the procedure of approx 1 hour and 30 mins. The physician reported that he had particular difficulty entering the probe into the pt's anatomy. The procedure was completed and no further complications were reported as a results of this event.

Manufacturer narrative:
Add'l MFR narrative: attempts to obtain add'l info regarding the pt's age, gender and condition were unsuccessful.